Event description:
It was reported that the patient developed redness, pain, and increasing drainage at the driveline site. Intravenous zosyn and vancomycin were started and remain ongoing. The patient was still hospitalized as of (B)(6) 2021. The patient underwent incision and drainage (I&d) of the driveline to pre-rectus sheath on (B)(6) 2021. There was purulent drainage encountered and necrotic/infected material debrided. The patient was susceptible to pseudomonas aeruginosa again isolated. The wound was debrided on (B)(6) 2021. Treatment included antibiotics and reseating of the driveline exit site.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.